Event description:
During transapical sapien xt placement, the valve landed 80/20 aortic/ventricular (a/v), with mild to moderate paravalvular leak (pvl). A second sapien xt was deployed. A balloon aortic valvuloplasty (bav) was performed, and a 29mm sapien xt was positioned across the native annulus 60:40 a/v. The valve was deployed under rapid ventricular pacing with a final position of 80/20 a/v. The echo assessment revealed mild to moderate pvl. However, a root shot showed a ¿decent¿ amount of leak. A second 29mm sapien xt was then deployed under rapid ventricular pacing in a more ventricular position. The second valve landed approximately 50:50. Echo was assessed again and there was trace pvl. The patient was stable throughout the procedure. Via CT, the native annulus was 621mm and the calcification in the aortic root and native annulus were considered mild/moderate. It was believed that the valve did not ¿move¿, but that the initial placement may have been too aortic for the patient.

Manufacturer narrative:
Per the instructions for use, device malposition and paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, the exact cause of the too aortic placement and subsequent regurgitation is unknown. It is possible that the valve did not move, but that the initial placement may have been too aortic for the patient. The malposition, in combination with the patient¿s mild/moderate calcification may have contributed to the pvl. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.